Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced pericardial effusion. During intracardiac echocardiography, the physician detected effusion following cryoablation in the right inferior pulmonary vein. Consequently, the procedure was stopped, and a pericardial tap was performed with help from an interventional cardiologist. The procedure was then cancelled. Full recovery is anticipated for the patient. The device will not be returned as it has been disposed of.

Manufacturer narrative:
Correction to the initial MDR in block(s) d1, h6.

Event description:
It was reported the patient experienced pericardial effusion. During intracardiac echocardiography, the physician detected effusion following cryoablation in the right inferior pulmonary vein. Consequently, the procedure was stopped, and a pericardial tap was performed with help from an interventional cardiologist. The procedure was then cancelled. Full recovery is anticipated for the patient. The device will not be returned as it has been disposed of.